Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 370 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Reportedly, the issue caused the customer to experience a "high" blood glucose (bg) level. A specific bg level was not provided. The infusion set site was changed to address bg level.